Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for an unknown indication for use. The patient had a medical history of schizophrenia. It was reported that the patient stated their psychiatrist told them that the stimulator was exacerbating their schizophrenia and causing them to have both urinary incontinence and retention at the same time. It was unknown if there were any external factors that may have led or contributed to the issue and it was unknown if any troubleshooting was done related to the issue. It was reported that the patient had a whole system explant and the issue was resolved at the time of the report. The explant occurred on (B)(6) 2018. The customer was notified that the products should be returned for analysis, but the customer refused to return them. It was asked but was unknown when the event occurred. No further complications were reported/anticipated.